Manufacturer narrative:
Additional information: common device name: joh tube tracheostomy and tube cuff. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the physician was trying to perform a cricothyrotomy with the melker emergency cuffed cricothyrotomy catheter set, but the scalpel included with the kit was not sharp enough to make the proper incision. However, it was also stated that the patient had tough/thick skin. Another scalpel was used to successfully complete the procedure, and there were no injuries or additional procedures.